Event description:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. Attached gfe has indicated that no allegation was made and the case was solely created as a result of a device qualifying for a fsn. We should close this record as a non-complaint.

Manufacturer narrative:
Based on the information currently available, there is no allegation of malfunction or defect of this device indicated in this record at this time. Attached gfe has indicated that no allegation was made and the case was solely created as a result of a device qualifying for a fsn. We should close this record as a non-complaint.

Event description:
It was reported to philips that the device has paddles and pads cable damage. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.